Event description:
It was reported that a multiday infusor had an unknown drug solution leak inside the housing during infusion. The location of the leak was not specified. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one unit for evaluation. Visual inspection revealed fluid inside the housing, which indicated a leak. A functional leak test was performed and a leak was observed at the welded area of the volume indicator port located inside the housing. The cause of the leak was due to an inadequate ultrasonic weld of the volume indicator to the port. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened for this issue. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
Covidien received information from a customer in the USA stating that an 840 ventilator had an inoperable graphical user interface (gui) display. The ventilator was not in use on a patient at the time the malfunction occurred. Covidien tech support engineer (tse) troubleshot this issue with the customer over the phone. The customer was advised to swap the graphical user interface (gui) to breath delivery (bd) cable, to run extended self-test (est) and run the ventilator on test lung. Customer reported he replaced the gui bd cables; the unit passed ground isolation and has run for a couple of weeks.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.